Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, during an anticipated feeding, the patient's hickman line developed a noticeable bulge in the catheter line during flushing, accompanied by alarms indicating increased pressures. On (B)(6) 2026, the patient was evaluated by a physician and reportedly had no issues with infusions. The provider stated that a blockage was likely present and would require replacement; however, continued use was considered acceptable if no issues were observed. On (B)(6) 2026, the patient¿s line was flushed using the push-pause method; however, each push caused further bulging of the line. The device was flushed with a posi flush, but the bulging persisted. During pump use, the line continued to bulge, reaching pressures of 690 to 700. The pump stopped automatically and did not continue operation. Feeding could not be administered on that day or over the weekend. The patient was scheduled for line replacement and was to be monitored in the interim. The patient expired prior to replacement. The cause of death was not reported.